Event description:
It was reported that the patient presented in the emergency room with dizziness. Interrogation revealed capture failure by their atrial leadless pacemaker (lp) due to increased capture thresholds, resulting in greater output and quicker battery depletion. The lp was attempted to be retrieved, however it could not be docked and removed using the retrieval catheter. The dual chamber system was ultimately programmed to single chamber pacing on (B)(6) 2025. The patient was stable.